Event description:
It was reported that right heart catheterization was performed on (B)(6) 2023. Side by side comparison of sensor readings were not performed and the sensor was not recalibrated at the time of the procedure. On (B)(6) 2023 the site requested that a recalibration be performed via the patient network database using data from the right heart catheterization. The sensor baseline was increased by 20 mmhg.

Event description:
Additional information confirmed that the right heart catheterization was performed primarily for reasons unrelated to the pressure sensor.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.